Manufacturer narrative:
Reader (B)(4) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader was sufficiently charged. The reader was sent for further investigation and de-cased, no issues were observed upon visual inspection. Power consumption testing was performed and all results were within specification. A fast draining battery was not observed. No malfunction or product deficiency was identified an extended investigation has also been performed for the reported complaint and determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre 2 reader had a fast-draining battery. As a result, the customer reported she could not check glucose and experienced vomiting, dizziness, and subsequently had a seizure and a loss of consciousness. Healthcare professional contact was made, and the customer was treated with unknown oral medication, an IV, and injections of novolog for a diagnosis of diabetic ketoacidosis (dka). The customer was reported being treated from "(B)(6) 2020". There was no report of death or permanent injury associated with this event.

Event description:
A customer reported the adc freestyle libre 2 reader had a fast-draining battery. As a result, the customer reported she could not check glucose and experienced vomiting, dizziness, and subsequently had a seizure and a loss of consciousness. Healthcare professional contact was made, and the customer was treated with unknown oral medication, an IV, and injections of novolog for a diagnosis of diabetic ketoacidosis (dka). The customer was reported being treated from "(B)(6) 2020." There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader mcga270-g0935 has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader was sufficiently charged. The reader was sent for further investigation and de-cased, no issues were observed upon visual inspection. Power consumption testing was performed and all results were within specification. A fast draining battery was not observed. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint and determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the libre reader and kit pack were reviewed and the dhrs showed the libre reader passed all tests prior to release and correct cable was part of the kit pack. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report as the kit pack DHR review was added, therefore section h10 (addtl mfg narrative) has been updated to include the results.